Event description:
Customer's mother reported the display on customer's my sentry monitor flickers from dim to bright. Over the weekend, the screen became so dim that customer's mother could not read the number. Customer's blood glucose is 288 mg/dl. The monitor will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was returned because the screen was dim and bright, then it was going back to the normal brightness. No other details were given. Visual inspection of the returned device revealed that no anomalies were found and it was powered up successful. The audible alarm was heard, front lights were on, and back lights were on and off as expected. The lcd showed clearly. Then the device was set to link to the insulin pump and resulting that the link was successful as expected. My sentry monitor was functioning properly during the analysis. Unable to confirm the complaint, the device was behaving normally.